Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer husband reported via phone call that customer experienced high blood glucose and low blood glucose. Blood glucose reading was 427 mg/dl. Customer was treated with insulin pump for high blood glucose by giving bolus. Customer declined troubleshooting for high blood glucose. It was unknown that auto mode feature was active or not at time of event. The pump will not be returned for analysis.